Event description:
A malfunction was reported with the display indicating "malf 9." The customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact on their blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue happened again.